Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of oversensing of noise was confirmed via review of electrograms. The device was tested using automated test equipment and no device anomaly was observed. The cause of the noise remains undetermined.

Event description:
It was reported that multiple charges were aborted due to oversensing noise. The device was explanted.